Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor was fractured. The proximal conductor was fractured. The inner insulation of the lead developed a breach while in vivo. The outer insulation of the lead developed a breach while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing noise, non-sustained ventricular tachycardia (vt) episodes, and high impedance. Reprogramming was completed and eventually the lead was extracted and replaced. No patient complications have been reported as a result of this event.